Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient was sleeping alongside his father, then the father was awakened by the patient shaking. Alarmed, he quickly realized that his son was experiencing a seizure. He immediately administered an emergency glucose shot (meant to be glucagon). At the time of administration, the father was unable to check the dexcom cgm reading. Shortly after the glucose shot, the patient¿s breathing began to stabilize. The father then checked the patient¿s blood glucose (bg) using a meter, which read 42 mg/dl, while the dexcom cgm displayed 48 mg/dl. Notably, the dexcom receiver did not issue any low glucose alerts throughout the incident. Despite the intervention, the patient¿s condition did not improve significantly, prompting the patient's father to call 911. Emergency services arrived and transported the patient to the hospital. The ambulance did not take a bg reading, as (B)(6) had already provided the glucose values: 42 mg/dl (bg meter) and 48 mg/dl (cgm). Upon arrival at the hospital, the patient¿s bg reading was 55 mg/dl. (B)(6) could not recall the dexcom cgm reading at that time. The patient was treated with "sugar water" and an IV drip and remained hospitalized for two days. He was discharged on (B)(6) 2025. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction h6 medical device problem code - correction h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code change. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient was sleeping alongside his father, then the father was awakened by the patient shaking. Alarmed, he quickly realized that his son was experiencing a seizure. He immediately administered an emergency glucose shot (meant to be glucagon). At the time of administration, the father was unable to check the dexcom cgm reading. Shortly after the glucose shot, the patient¿s breathing began to stabilize. The father then checked the patient¿s blood glucose (bg) using a meter, which read 42 mg/dl, while the dexcom cgm displayed 48 mg/dl. Notably, the dexcom receiver did not issue any low glucose alerts throughout the incident. Despite the intervention, the patient¿s condition did not improve significantly, prompting the patient's father to call 911. Emergency services arrived and transported the patient to the hospital. The ambulance did not take a bg reading, as (B)(6) had already provided the glucose values: 42 mg/dl (bg meter) and 48 mg/dl (cgm). Upon arrival at the hospital, the patient¿s bg reading was 55 mg/dl. (B)(6) could not recall the dexcom cgm reading at that time. The patient was treated with "sugar water" and an IV drip and remained hospitalized for two days. He was discharged on (B)(6) 2025. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem - additional. B5 describe event or problem - correction. H2 additional information/correction. H6 component code - correction. H6 medical device problem code - correction. H6 type of investigation- additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the pediatric patient was sleeping alongside his father, then the father was awakened by the patient shaking. Alarmed, he quickly realized that his son was experiencing a seizure. He immediately administered an emergency glucose shot (meant to be glucagon). At the time of administration, the father was unable to check the dexcom cgm reading. Shortly after the glucose shot, the patient¿s breathing began to stabilize. The father then checked the patient¿s blood glucose (bg) using a meter, which read 42 mg/dl, while the dexcom cgm displayed 48 mg/dl. Notably, the dexcom receiver did not issue any low glucose alerts throughout the incident. Despite the intervention, the patient¿s condition did not improve significantly, prompting the patient's father to call 911. Emergency services arrived and transported the patient to the hospital. The ambulance did not take a bg reading, as (B)(6) had already provided the glucose values: 42 mg/dl (bg meter) and 48 mg/dl (cgm). Upon arrival at the hospital, the patient¿s bg reading was 55 mg/dl. (B)(6) could not recall the dexcom cgm reading at that time. The patient was treated with "sugar water" and an IV drip and remained hospitalized for two days. He was discharged on (B)(6) 2025. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid was taken before the ems arrived. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
Product registration - correction. D4 catalog no - correction. D4 lot no - correction. Primary UDI number - correction. H2 correction. H4 device mfg date - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to updated product information.